Event description:
It was reported that patient underwent a revision surgery of his ambicor penile prosthesis (app) . A new ipp was implanted. It was stated that previous device was explanted due to suspected malfunction. No information about the patient outcome is available at the moment. Additional information was received. Device was not working as it would not inflate. No adverse patient effects.